Event description:
It was reported that during preparation for a stenting treatment procedure the stent moved on the delivery catheter. Vascular access was obtained via the radial artery. The 75% stenosed, 4.0x12-15mm, concentric, de novo target lesion was located in the right coronary artery (rca). A 4.016mm liberte bare metal stent had been selected to treat the target lesion. When the device was unpacked, it was noticed tha the stent was able to be moved along the shaft of the delivery catheter. The procedure was completed with the implant of a 4.01x15mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure the stent moved on the delivery catheter. Vascular access was obtained via the radial artery. The 75% stenosed, 4.0x12-15mm, concentric, de novo target lesion was located in the right coronary artery (rca). A 4.016mm liberte bare metal stent had been selected to treat the target lesion. When the device was unpacked, it was noticed tha the stent was able to be moved along the shaft of the delivery catheter. The procedure was completed with the implant of a 4.01x15mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: an examination of the crimped stent found that the stent was pulled distally on the balloon. As a result the proximal edge of the crimped stent was positioned at 1mm distal to the distal edge of the proximal markerband. No damage noted with the stent struts. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).